Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds measurements and impedance issues. It is suspected for the cause to be a perforation; the perforation was then confirm through an x-ray. The lead was explanted and replaced. No additional adverse patient effects were reported

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds measurements and impedance issues. It is suspected for the cause to be a perforation; the perforation was then confirm through an x-ray. The lead was explanted and replaced. No additional adverse patient effects were reported.